Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, d10. H2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, no problem detected. It was confirmed that there was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope presented system image clarity issues and the vision was not clear. The event occurred during set up / inspection for use. There were no reports of patient harm.